Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 7atm and was removed without any problem. The procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.